Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. UDI and manufacture date not available for this instrument at time of filing. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that data could not be transferred from the imaging device to the navigation device. After rebooting the navigation device, another transfer attempt was made, and the data transfer was completed as normal. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: serial number updated to proper value.